Event description:
Faulty flash device (ta4004).

Manufacturer narrative:
The complaint on "faulty flash device (ta4004)" could not be confirmed. A failure analysis was conducted to identify the cause of the report failure. Evaluation methods employed included visual inspection and functional testing of returned device, documention and internal manufacturing process review and complaint trend analysis. From the failure investigation and available information on the reported incident, and since the returned assembly was fully functional, we could not determine the cause of complaint. Since the returned kit was fully functional, no corrective action and preventative action is required. Sales is recommended to inform user to provide the affected lot number in the future to conduct a thorough investigation. Future complaints would be monitored to evaluate trend for investigation.